Event description:
Pt reported he is experiencing a lot of errors with his pump and nurse is worried it may be going out. Air is accumulating at the top and nurse is having to massage the bubbles out in order to continue with infusion. Pt reported this has happened with his last two infusions. No other specifics regarding defective device provided. Pt did not miss any doses; no adverse events reported; pump return box is being shipped to the patient for pump return. Reported to (B)(6) by pt/caregiver.